Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the device was able to be turned on and passed all functional tests. There was a hole in the back case found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump failed its preventative maintenance check. There was no patient present at the time of the event. There were no adverse events reported.